Event description:
During review of the event history log it was determined that a repeating pattern of air-in-line alarms suggests that the device was falsely alarming for air-in-line. The occurrences suggest a device malfunction. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the upstream sensor was failing. The upstream sensor had low fluid numbers. Low ultrasonic readings make the pump more sensitive and have been known to contribute to false air in line alarms. The upstream sensor has been replaced.